Event description:
A (B)(6) requiring external csf drainage required collection bag change. Nurse attempted to change the drainage bag. The medtronic evd bag was attached to the chamber and unable to detach to change bag. Nurse attempted to unscrew, but was unable to continue to turn the locking device as turning much harder would put the evd chamber at risk for breaking. Unknown pt harm. Diagnosis or reason for use: increased icp.